Event description:
The user facility reported that water flooded from their century sterilizer into the room where the unit is located and into an adjacent hallway. No injuries or procedural delays/cancellation reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the gasket on the heater element was worn and that the contactor was 'chattering'. The technician replaced the gasket and contactor and confirmed the unit was operational; no further issues have been reported. The sterilizer is under steris service contract and was last serviced on (B)(4) 2012, when the unit was found to be operating properly; no leaks were noted.